Event description:
It is reported that the customer had a leak from the reservoir attached to his insulin pump. The patient's blood glucose was at 149 mg/dl. The customer stated that the seconded black rubber slipped out form the reservoir and that the end of the plunger was crinkled. The customer retuned the reservoir for analysis and we shipped 2 more reservoirs to the customer in return. No further information was recorded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis (it mass update) evaluated one opened/used reservoir. Unable to perform leak test. Performed visual inspection and found 2nd o-ring out of groove. Reservoir returned opened/used.